Manufacturer narrative:
The paper reports that after the initial recovery, the patient died 10 days later due to complications derived from the mechanical support implanted the day after the procedure. Based on this information, the manufacturer assessed this event not related to the perceval valve. Should further relevant information become available at the time of the follow up, the event will be re-assessed. Valve-in-valve procedure performed.

Event description:
The manufacturer was informed on this event through the published paper ''tavr to solve perceval sutureless valve migration'' by sergio lopez-tejero et al. Based on the information reported in the publication, a patient with previous history of hypertension, type 2 diabetes, obesity, and asthma was admitted with new york heart association functional class iii heart failure. Severe aortic stenosis was diagnosed (maximal velocity 4.2 m/s, mean gradient 44 mm hg, aortic valve area 0.59 cm2) with preserved left ventricular (lv) ejection fraction. The heart team decided on surgical aortic valve replacement (euroscore ii 1.02%) with implantation of a perceval s prosthesis. A few hours after implantation, the patient developed cardiogenic shock. Urgent echocardiography showed moderate lv dysfunction (lv ejection fraction 40%) and severe aortic regurgitation secondary to the lack of stent apposition to the aortic annulus. Urgent aortography showed an upper migration of the perceval prosthesis causing an occlusion of the left main coronary artery and severe aortic regurgitation. During the procedure, the patient went into cardiorespiratory arrest, and cardiopulmonary resuscitation maneuvers were started. Using an jl4 6-f guiding catheter, a nonselective cannulation of the left main coronary artery was achieved, and a bmw wire was advanced into the distal left anterior descending coronary artery, a 3.0-mm drug-eluting stent was successfully deployed, and the patient recovered hemodynamic stability. Immediately after percutaneous coronary intervention, a corevalve evolut pro+ 26 mm (medtronic) was successfully implanted. The manufacturer was informed that at the time of implant, the valve appeared well positioned. However, in the ICU, moderate insufficiency was noted at the echo.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event and the device involved. However, no further information has been received to date despite the manufacturer's attempts. Since the device serial number is unknown and the device remains implanted, no investigation was possible. Based on the information available, it is not possible to establish a definitive conclusion on the reported event. Based on the manufacturer's experience, possible causes of perceval valve dislodgment can be traced to a device mis-sizing or device mispositioning. As no further information was provided, this cannot be ultimately confirmed. Should the manufacturer receive additional information in the future, a follow up report will be provided.